Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was implanted yesterday ((B)(6) 2019). Last night the patient felt internal shocking at the implant site when they lay down. The patient believed that the ins had since depleted but noted that the ins had not been turned on. The plan was to turn the ins on next week at the post-op appointment. The patient was redirected to their health care provider (hcp) for the experienced event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on 2019-may-13 reporting that cause of the shocking was unknown. The patient received programming and education on (B)(6) 2019 as actions to resolve the event. No further complications were reported.